Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between december 18, 2023 ¿ december 19, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag had contaminants in the bag. This was observed during inspection after filling the solution. There was no patient involvement. No additional information is available.